Event description:
Product surveillance received information from home care services (hcs) that the home patient (hp) passed away beginning of (B)(6) 2010. The hp's family did not want to return the hc cycler. Per nurse, the family had a concern that the hp may have passed away as a result of using the homechoice (hc) machine. Additional information was received from the facility nurse on 03/18/10 which indicates: (B)(6) dialysis center has the device which they have sequestered. The policy of the facility indicates when there is a patient death, the device is returned to the facility and the facility sequesters the device for 3 months prior to release to another patient. This patient was using the homechoice device for peritoneal dialysis (pd) at home. The family found the patient on (B)(6)2010 expired and connected to the device. The coroner did not visit the home and no autopsy was performed. The listed cause of death is unknown. (B)(6) was notified of the patient's expiration on (B)(6)2010 in the afternoon. The patient's sister advised (B)(6) that the patient had been having hypoglycemic episodes where the blood glucose level would be in the 40's. The patient had an insulin pump and was adding 20u of insulin to the dianeal solution during pd. The patient reportedly was in stable condition, had been accepted for transplant (unknown) and was waiting for a scheduled surgery date. The patient was using 1.5 and 2.5% dianeal solution, 2300 ml fill volume for 4 cycles during pd. The patient reportedly did not have issues with overfill and no alarms occurred with the device. Reportedly no events or symptoms had occurred prior to the expiration.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per return instrument test and evaluation(rite) testing. The device passed both the homechoice (rite) electrical test and functional test. Review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed the last therapies performed using the device occurred (B)(6)2010 ending (B)(6)2010 and were all successfully completed. Continued review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6)2010 during cycle 1 when the device user drained out 4,148 ml, which was 1648 ml greater than the largest prescribed fill volume of 2500 ml. Review of the previous service record from (B)(6) 2010 revealed no issues that may have caused or contributed to the reported incident. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the this event. The assignable cause of the reported incident was undetermined.

Manufacturer narrative:
(B)(4).